Event description:
During an in-clinic follow-up, r-wave amplitude variation and increased capture threshold were observed on the right ventricular (rv) lead. During an unrelated procedure, lack of lead slack and lead dislodgement due to twiddler¿s syndrome were observed through diagnostic imaging. Rv lead repositioning was attempted but was unsuccessful. The rv lead was then explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of loss of capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.